Event description:
Pt caught his testicle in the holes of the seat shell, and had to be cut out.

Manufacturer narrative:
This is a close out by the foreign reporter. Investigation: a part from the piece of seat cut out the hoist was in perfect working order. Observations: seat plugs had not been fitted. Guide lines from the department of health in 1986 and 1992. Conclusions: this incident was the result of user error. Guide lines recommend that a towel or similar protective material should be place between the seat and the pt. Corrective actions: a new seat shell and seat plugs have been fitted.